Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a lot of alerts of no delivery alarm. Customer had to break her bolus up into 2 to prevent that happening and she reported it was hard to do that in every three times since they were at work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.